Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing and review of the device data logs could not reproduce or confirm the reported battery issue. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed concluded that the risk associated with the use of the device has not changed and is still acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device battery was not holding charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device battery was not holding charge. There was no patient injury reported as a result of this incident.